Event description:
It was reported that the user did not observe drops during a supply change, found the cartridge empty, replaced it, still did not observe drops, and noticed wetness around the connector, consistent with a fluid leak associated with the connector component; the user completed the supply change successfully after replacing all supplies, and the connector lot number was provided. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed a leakage at the seal consistent with a fluid leak involving the connector component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.